Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the scrub nurse found that there was slime on the instruments. The surgeon cancelled the operation because sterilization of the instruments could not be guaranteed. The slime was mostly on the handle part of the im rod and the handle part of the impaction handle. No further information is available.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that on (B)(6) 2024, the patient underwent a tka for knee oa. The scrub nurse found that there was slime on the instruments. The surgeon cancelled the operation because sterilization of the instruments could not be guaranteed. The sales rep also confirmed the slime. Then, the instruments were cleansed and sterilized. On (B)(6) 2024, the hospital staffs and the sales rep inspected the instrument, and there was no slime on the instruments. The cause of the slime is unknown. The slime was collected on a cotton swab, and the surgeon requested to analyze its components. The slime was mostly on the handle part of the im rod and the handle part of the impaction handle. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found of what appears to be white unknow particles at the surface of the handle, confirming the reported allegation, the observed condition was consistent with improper cleaning/sterilization process. Please refer to IFU-0902-00-836 for cleaning and sterilization process. Additionally the device presents signs of worn at the entire surface, consistent with the normal usage of the 4 years of service of the device. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune impaction handle would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received states that there were no any adverse consequences that affected the patient because of the reported event.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d4 (lot), h4. Corrected: d4 (primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.